Event description:
It has been reported to philips that there was no cine in the operating room. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system not able to produce cine. Review of the system log file found that the issue with wired footswitch. Fse replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order.